Event description:
It was reported both the atrial and ventricular connectors are broken. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the output connector assembly was broken. It was also noted that the battery wire insulation was pinched but the insulation was not compromised, the display wires were pinched and a wire was exposed, the encoder nuts were not torqued to specification and the case screw was contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.